Event description:
It was reported that this right atrial (ra) lead exhibited a micro-dislodgement identified by high capture thresholds of 5.0 volts, low amplitude p-wave of 1.5 mv, and low unipolar pacing impedance value of 376 ohms. No adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.